Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/08/2013 with the following findings: evaluation revealed that all of the buttons were intermittently unresponsive and required multiple presses to elicit a response. The keypad was torn off over the up button and ripping around the down and ok buttons. Evaluation revealed that contamination was found under all key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter indicated that the keypad buttons were intermittently responding for a couple months and were getting worse. The reporter stated that the keypad was torn along the ok and arrow buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.